Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had deterioration of cable unit causing metal part to be exposed and was leaking. There was no patient involvement.